Manufacturer narrative:
The investigation of vt/vf has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12754. H5 was inadvertently reported no. H.6 code 4755 was reported incorrectly. New code was added to component code.

Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening svt with a "possible" relationship to the impella device used: ¿patient has history of svt. Hrs 130s-140s. Patient received amiodarone bolus without conversion. Patient was cardioverted (B)(6) and hr was in nsr. Patient entered 140s-150s again and was cardioverted again on (B)(6) 2023. Patient was monitored and treated with po amiodarone until death". It was reported that the patient/event has not recovered/not resolved. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening atrial fibrillation with a "possible" relationship to the impella device used: ¿patient has history of a.fib. Patient that night entered a.fib with hr 140s. Two doses of amiodarone given and drip started. Patient cardioverted (B)(6) 2023 and received 2 unit rbc since hypotensive. Monitored for rhythm until death.¿ it was reported that the patient/event has not recovered/not resolved.